Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on may 14, 2020 that a hot axios stent was implanted in a transgastric position to treat an encapsulated walled-off necrosis (won) with 90% fluid content in the tail of the pancreas during a procedure performed on (B)(6) 2020. Hemostatis was performed once during the placement procedure. According to the complainant, on (B)(6) 2020, a final stent inspection noted that the pancreatic cyst had shrunk, so a stent removal procedure was performed. During the procedure, the removal of the stent was attempted more than 4 imes before it was successfully removed. Reportedly, there were adverse effects to the patient within the period from the final examination up to the completion of the removal procedure; however, the details were unkown. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.